Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID: non-medtronic lunderquist guidewire (lot: unknown); product type: 0195-heart valves; implant date: non-implantable; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure in the setting of complex anatomy, pre-implant dilatation was performed using an 18 millimeter (mm) balloon with the use of a non-medtronic guidewire. Following the balloon valvuloplasty, the patient became increasingly hemodynamically unstable, and a hemodynamically significant pericardial effusion was identified and subsequently drained. The patient developed significant bleeding, requiring conversion to cardiac surgery and surgical management of the pericardial effusion. The patient was transferred to the intensive care unit in stable general condition. The transcatheter aortic valve was not implanted.

Manufacturer narrative:
Image review: one cine loop of the pre- balloon aortic valvuloplasty (bav) and implant procedure were/ was provided for review of the event described above. Patient summary was not provided for anatomical review. Adverse events may be associated with the use of the evolut system that range from mild to severe. In this case, the evolut system was not yet utilized during the procedure. Based on the report, the pre-bav with a potential involvement of the non-medtronic guidewire in challenging anatomic conditions can be identified as root cause for the pericardial effusion and resulting treatment. At the time of this report, the transcatheter aortic valve was not implanted and the patient transferred to the intensive care unit (ICU) in stable condition. No device-relationship must be assumed. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system (dcs) was inserted to the descending aorta. Per the physician, the pericardial effusion was most likely caused by the non-medtronic guidewire and not by the dcs. The injury was most likely a perforation with the bleeding located near the apex. The perforation appeared to have occurred immediately following the balloon valvuloplasty. Per the physician, the perforation was most likely caused by the guidewire. Per the physician, the dcs did not cause or contribute to the bleeding.